Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for a possible supraventricular tachycardia (svt) with ectopy. Subsequently, the device exhibited t-wave oversensing during an appropriate shock therapy episode. Additionally, the device stored atrial fibrillation (af) episodes that were suspected to be inappropriate due to frequent ectopy. Further review was recommended. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.